Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #19, it was verified its non- osseointegration. A 10 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type ii and bone graft was executed. Fenestration occurred during surgery.